Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.

Manufacturer narrative:
Follow-up # 1 (09/21/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
((B)(6), 2011)- a secondary issue was noted, the meter was found to also have battery leakage.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter remote was displaying an error 1 message. The complaint was classified based on the customer care advocate's (cca) documentation. The patient stated that on (B)(6) 2011 at approximately 7am in the morning, she was unable to check her blood glucose using the subject meter due to receiving an "error 1" error message. Per the onetouch ping owner's manual, an error 1 message means there may be a problem with the meter. The patient reported that she manages her diabetes with an unspecified type of insulin using an insulin pump. The patient advised that when she was not able to check her blood glucose at that time, she tested with a different unknown device at approximately 7:14am and received a value of "258 mg/dl." The patient stated she then took her usual amount of insulin at 7:15am. The patient claimed she was feeling "anxious and nervous" immediately after testing and the symptoms continued even after taking the insulin. At approximately 8:30am, the patient reportedly took her medications for anxiety to help with the symptoms. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. Since "error 1" is not an error that can be resolved through troubleshooting, replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs's definition suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved.